Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 3mm x 8cm galaxy g3 coil was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed protruding from the introducer and in severely stretched condition. The blue fiber was exposed. The introducer has a slit in it causing the coil to protrude from it. Microscopic inspection was performed. Under magnification, the embolic coil was observed still attached to the resistance heating (rh) coil. The distal outer sheath had not been softened, an indication that the detachment process had not been initiated. Dried blood residues were found along the entire length of the device. The electrical resistance of the galaxy g3 device was measured with a multimeter, it measured 52.5 ohms (o), which is within the specification range between 48.5 o ¿ 56.0 o. The device was then connected to a lab sample detachment control box (dcb), and to a enpower control cable, and the power was turned on. The system ready light was illuminating. Then, the detach button was pressed, and a beep sound was heard. The coil was successfully detached from the unit. A review of manufacturing documentation associated with this lot (30937912) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported documented in the complaint that the coil failed to detach could not be confirmed since the device met the electrical specification range and was able to get detached from the delivery system; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated in the lab setting. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, failure to detach is a potential issue that can occur during the coil detachment due to a detachment cycle not being initiated, as a result of the dpu wire detachment zone/extended coil being positioned beyond the microcatheter tip, which can result in reported failure. The protruded and stretched conditions of the embolic coils were not originally reported; the exact time of occurrence cannot be determined, however, it is suggested that these damages could be the result of the post-handling of the device, therefore, this is not consider related to the issue reported. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the concomitant microcatheter (unspecified brand) was in place and the complaint coil, a 3mm x 8cm galaxy g3 coil (gly120308 / 30937912) was delivered to the target site. The coil filled the aneurysm and the physician tried to detach the coil, but the coil was unable to detach. The physician inspected the indicator light of the detachment box and the control cable and observed that all were in good condition. The physician retracted the coil and replaced it to complete the procedure using the original microcatheter. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30937912) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-jul-2024. [Additional information]: on 29-jul-2024, additional information was received. Per the information, the target vessel was the middle cerebral artery (mca). The coil was successfully removed from the patient still attached to the delivery system; the coil was not stretched when it was removed. The concomitant microcatheter used was an echelon¿ 10 microcatheter (medtronic). Per the information, a pre-deployment check was not performed. The fault light was not seen during the case. Upon pressing the power button, all the lights illuminated. The green system ready light did illuminate and during the detachment cycle, the detachment light illuminated and the audible signal beep was heard. All connections fit properly without application of excessive force. The replacement coil was another 3mm x 8cm galaxy g3 coil (gly120308). The additional information confirmed there was no negative patient impact and there was no delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.